Manufacturer narrative:
Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. Primary operative notes indicate that the final components were placed with a cementless technique. Range of motion and stability were noted to be excellent with well-balanced gaps and acceptable tracking of the patella. A bone scan report dated (B)(6) 2015 indicates activity in the medial tibial plateau on the left knee indicative of tibial component loosening. Operative notes from the revision surgery indicate that the lateral peg of the tibial component was noted to be ingrown but loosening and failure of ingrowth were noted on the medial peg and medial side of the plate. Fibrous tissue was also noted underneath the tibial component. Per the persona personalized knee system package insert, loosening of the prosthetic knee components is a known risk of this procedure. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under (B)(4). The device in question was implanted prior to this field action.

Event description:
It was reported that the patient was revised due to shooting pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.